Manufacturer narrative:
In follow-up with a medela clinician on 8/31/2016, the customer clarified that she was diagnosed with mastitis and prescribed a cephalosporin antibiotic and topical steroid. During an additional follow-up with a medela clinician on 9/3/2016, the customer verified that she was no longer having any problems pumping and her mastitis had resolved. The customer was sent a replacement pump and has since not reported any issues. The pump in style advanced (pnsa) starter breast pump was received on 8/31/2016 and evaluated by quality engineering on 9/9/2016. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. See attached product evaluation for details. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016, that she was experiencing painful high suction with her pump in style advanced (pnsa) starter breast pump and developed mastitis.